Event description:
Trinity revision of the ecima liner, biolox delta ceramic head and cancellous bone screw after approximately 2 months due to fluid build up (potential infection).

Manufacturer narrative:
(B)(4) final report. Additional information, including operative notes (primary and revision), x-rays (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol, and an update on the patient post revision was requested in order to progress the investigation of this event, however this information was not provided. The appropriate device details were provided, and the relevant manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that could have caused or contributed to the reported infection. Based on the above, no further investigation can be conducted. Infection is a known complication of any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner, biolox delta ceramic head and cancellous bone screw after approximately 2 months due to fluid build up (potential infection).

Manufacturer narrative:
Per-(B)(4) initial report. The appropriate device details were provided. The manufacturing and sterilisation records will be identified and reviewed. Additional information, including: operative notes (primary and revision), x-rays (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol, and an update on the patient post revision was requested, and if provided, shall be made available in a supplementary report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.